Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided for review. The investigation is confirmed for the reported unable to aspirate issue as the clinician was not able to aspirate the fluid from port to the syringe in the provided video. However, the investigation is inconclusive for the reported failure to infuse issue as the provided video is not sufficient to confirm the issue and also the exact circumstance at the time of the reported event are unknown. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2022), g3, h6(method). H11: h6(result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during preparation of a port placement procedure, the port hub was allegedly unable to flush and failed to aspirate. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. (Expiry date: 08/2022). Device not returned.

Event description:
It was reported that during preparation of a port placement procedure, the port hub was allegedly unable to flush and failed to aspirate. The procedure was completed using another device. There was no patient contact.